Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced rewind anomaly. The customer's blood glucose value was 94 mg/dl. The customer stated that when they changed the reservoir on the pump, the reservoir could not be locked into place because the piston did not rewind completely. The customer reported low reservoir and low battery alarm. The product was returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No low reservoir alarm, low battery alarm or rewind anomaly noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.